Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed, only the proximal segment was returned. Setscrew marks were noted on the is-1 terminal, ring, and on the distal high voltage terminal pin and proximal high voltage terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received that after a follow up interrogation of this device a short circuit warning message was displayed on the programmer. A revision procedure took place, and after connecting the right ventricular lead to the new device, f141, out of range shocking impedances were noted. Upon attempting to reposition the right ventricular lead the insulation was breaking away from the inner wires. The lead was partially cut. A new device, f140, and new right ventricular lead were implanted, and normal measurements were noted. The right ventricular lead will be returned. No adverse patient effects were reported.